Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the neurostimulator too close to the target nerve, and migration have been ruled out as potential causes. Additionally, the patient touching or picking the wound and not performing the trial according to the IFU have been ruled out. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient went to the emergency room due to bleeding. The trial neurostimulator was pulled early on (B)(6) 2024 and the patient is currently doing well.